Event description:
During a davinci si surgical procedure, the customer reported that the pk dissecting forceps 'did not coagulate the vessel properly'. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with frayed pitch cable at the distal clevis hub. There was no damage found at the clevis. No other cable damage was found. Instrument passed electrical continuity test. Additional observation not reported by site was main insulation tube damage. Instrument was found with abrasions and wear on the main insulation tube, they were located approximately about 3 1/2 inches from the tip. Engineering concluded that damage was likely due to mishandling. No other damage was found. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.